Event description:
Event occurred in japan. Original surgery was performed on (B)(6) 2024. After that it was confirmed that actual diopter was different from +3.00d compared with calculated diopter. Problem code: a0601 - misfocusing.

Manufacturer narrative:
This follow-up report #1 emdr is being submitted to FDA for a reportable event that occurred outside the USA. The report includes corrected and additional information not available/included in the initial report. Corrected information: h6 - updated codes for manufacturer's investigation: type; findings; and conclusion. Additional information: g6 - type of report - noted as follow-up #1 h2 - type of follow-up - noted for additional information. The product was not returned to the manufacturer. The investigation was conducted, with the methods and results as noted below. No product was returned. According to the complaint report, original surgery was performed on (B)(6) 2024. After that it was confirmed that actual diopter was different from +3.00d compared with calculated diopter. No abnormalities were found in production and inspection records of the product (serial no.: (B)(6); model: 255). The exact root cause was not determined. However, based on the available information and our investigation, we believe this event was not caused by our product quality. A review of the most recent complaint trending data indicates that no significant trends have been identified at this time and no CAPA is required as part of the product evaluation.

Manufacturer narrative:
This initial report is being submitted to FDA for a reportable event that occurred outside the USA. Error of predicted refractive power is indicated as a potential adverse event related to the iol, as stated under the warnings section of the product's instructions for use (IFU). Regarding section h6 - manufacturer's codes for: type of investigation, findings, and conclusion are pending completion of product investigation. Once the product investigation is completed, a follow-up report will be submitted to FDA which will include the manufacturer's codes for type of investigation, findings, and conclusion.

Event description:
Event occurred in japan. Original surgery was performed on (B)(6) 2024. After that it was confirmed that actual diopter was different from +3.00d compared with calculated diopter. Problem code: a0601 - misfocusing.